Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: d314trg, implantable cardioverter defibrillator (ICD)  - implanted: (B)(6) 2011; 507645, implantable pacing lead - implanted: (B)(6) 2011; 419488, implantable pacing lead - implanted: (B)(6) 2011. (B)(4).

Event description:
It was further reported that there was reprogramming intervention to resolve the oversensing issue of the right ventricular (rv) lead. The lead continues to remain in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead was t-wave oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing. There were three t-wave vos (ventricular oversensing) episodes of less than 220ms v-v cycles recorded on (B)(4) and (B)(4) 2013.